Event description:
It was reported that pump experienced a non-resettable malfunction code after customer got into shower while wearing pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.